Event description:
It was reported that the gastrointestinal videoscope had a distorted image when the connector was stirred. The issue was found during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 the device was returned to olympus for inspection, and the communication error part of the reported failure was not confirmed, therefore no problem was detected. However, the image issue was confirmed, and the probable cause was due to component failure of the circuit board. Based on the results of the investigation, the definitive root causes of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received form the customer.